Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set tubing was fused inside and didn't take insulin on (B)(6) 2025. No further information was available.